Event description:
It was reported that the patient presented to the clinic with pocket erosion. The device was explanted. Patient is fine and did not exhibit any symptoms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.